Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as an allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antihistamines for the skin irritation. Follow up indicated that the skin irritation improved.